Manufacturer narrative:
Based on the evaluation of the device; a bent/kinked cannula was noted, the finding is considered to have occurred post use. Had it occurred during use, there would have been pressure build up in the fluid path resulting in a rapid increase in pulse widths and/or timeouts that may generate the occlusion alarms. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would have either directly caused or contributed to a deficiency in delivery. Omnipod insulin management system - user guide: model: ust400, 14421-aw rev h / 2016, checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
Mother reported son's blood glucose level reached 400 mg/dl and stated the cannula was bent. Pod worn between 24 and 36 hours.